Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened when establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was implanted successfully. The second clip delivery system (cds) was advanced to the mitral valve; however, the clip failed to establish final arm angle during pre-deployment. It was noted that the clip was not locked at 60 degrees. The clip was opened and re-locked, and the clip was deployed successfully. Two clips were implanted, reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number: (B)(4). Device code 2017: failure to follow steps. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product issue. It should be noted that per mitraclip instructions for use, states that failure to lock the clip may result in loss of leaflet capture and insertion. All available information was investigated and the reported mechanical issue of the clip opening appears to be due to the reported improper or incorrect procedure or method as the user failed to lock the clip after closing the clip to 60 degrees. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.